Manufacturer narrative:
This part is distributed as a pack of four set screws with part# 5540030. This part is not approved for use in the us, however a like device with part# 5540030, (B)(4), 510k# k113174 is approved for sale. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: iliac fracture procedure: posterior iliac fusion it was reported that during final tightening, the thread part of the set screw broke off before twisting off. After the mas screw was inserted in ilium and right and left was connected, provisional fixation was conducted. When set screws for mas in caudal portion on the left side was finally tightened, set screw idly rotated. Set screw was replaced with new one. No fragments of the set screw were remaining in the patient. No patient complications were reported as a result of the event.